Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Hcp reported customer was in the hospital with ketosis and elevated blood glucose level of 18 mmol/l on paramedic's meter; patient was brought to hospital by paramedics. Hcp reported multiple e-4 (occlusion) error messages in the data history; customer acknowledged errors but did not change the infusion set, cannula, or cartridge. No product requested for return.